Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 6:15pm after inconsistent readings from the prodigy diabetes glucose meter. The end user was moaning, drooling and lethargic. The blood glucose reading at the time of the event was 102 mg/dl. Paramedics were called and performed a blood glucose test with their meter and the result was 43 mg/dl and they administered an IV fluid. The end user was transported to the ER and her blood glucose upon arrival was 101 mg/dl. The end user was admitted to the hospital and given insulin to assist in adjusting her blood glucose level. No further details were provided.